Event description:
The hcp reported that the pt had an MRI and his pump stalled. Telemetry, at the time, showed a stall at 11:18 and it had not yet recovered at 15:57; the pt's MRI was completed at approx 13:30. No pt symptoms were reported. In f/u, the hcp reported that he thought the stall only lasted about 3 hrs, but telemetry showed that it was longer than that at the time of the event, so it is unclear how long the pump stalled. The type of medication, concentration, and daily dose being administered, via the pump were not reported; device registration system indicates baclofen. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.